Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 720185-01; (B)(4); batch/lot number 1000105460; model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced an infection following the implant of an inflatable penile prosthesis. The patient indicated that the infection cleared and he will see the surgeon in 2 weeks for instructions on usage. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.